Event description:
Device 3 of 3, reference MFR. Report#: 1627487-2017-05048. Reference MFR. Report#: 1627487-2017-05049. Follow-up revealed the patient will undergo a CT scan for further evaluation. Surgical intervention remains pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2017-05048, reference MFR. Report#: 1627487-2017-05049. It was reported the patient has been receiving inadequate stimulation/therapy. An impedance check revealed high impedance. As a result, the patient plans to undergo surgical intervention.